Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the suture broke while the surgeon was pulling it. The surgery was completed with another device, resulting in a surgical delay of 30 minutes. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed that it has 2 broken places in the blue/white suture portion of the ziploop. There is visible fraying and discoloration on the sutures. Based on the condition of the returned product no dimensional or functional testing can be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.